Manufacturer narrative:
All available information was investigated, and the reported slda and difficulty grasping could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping was due to patient morphology/pathology due to tethering of the posterior leaflet. The reported slda appears to be related to the tissue injury. The reported patient effect of tissue injury appears to be related to multiple grasping attempts. The recurrent mr appears to be due to the slda and dyspnea is a cascading effect of the recurrent mr. Tissue injury, mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The patient had an ejection fraction value of 37, accompanied by ventricular tachycardia. The patient's left ventricular end-systolic diameter was 60mm, had posterior leaflet tethering of the mitral valve, and pseudo-depression of the anterior leaflet of the mitral valve. The posterior 2 leaflet segment was 8mm in length and the anterior 2 leaflet segment was 20mm in length. A mitraclip ntw was selected for implant. During the procedure, due to the tethering of the posterior leaflet, grasping the leaflets was difficult. Four attempts were made to grasp the leaflets. The posterior leaflet was grasped at 7mm and the anterior leaflet was grasped at 8mm. The clip was closed and it was noted that the mr grade decreased to 2+. However, a partial tearing of the posterior leaflet was observed. The decision was made to fully deploy the clip. The following day on (B)(6) 2025 a single leaflet device attachment (slda) was observed. The posterior leaflet prolapsed, and the clip remained attached to the anterior leaflet. The mr grade increased to 4+. Per the physician, the slda may be related to the tethering of the posterior leaflet because of the multiple grasping attempts.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The patient had an ejection fraction value of 37, accompanied by ventricular tachycardia. The patient's left ventricular end-systolic diameter was 60mm, had posterior leaflet tethering of the mitral valve, and pseudo-depression of the anterior leaflet of the mitral valve. The posterior 2 leaflet segment was 8mm in length and the anterior 2 leaflet segment was 20mm in length. A mitraclip ntw was selected for implant. During the procedure, due to the tethering of the posterior leaflet, grasping the leaflets was difficult. Four attempts were made to grasp the leaflets. The posterior leaflet was grasped at 7mm and the anterior leaflet was grasped at 8mm. The clip was closed and it was noted that the mr grade decreased to 2+. However, a partial tearing of the posterior leaflet was observed. The decision was made to fully deploy the clip. The following day on (B)(6) 2025 a single leaflet device attachment (slda) was observed. The posterior leaflet prolapsed, and the clip remained attached to the anterior leaflet. The mr grade increased to 4+. Per the physician, the slda may be related to the tethering of the posterior leaflet because of the multiple grasping attempts.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.